Event description:
During use in an acl reconstruction, the surgeon was inserting a biorci screw through the fat pad when the screw started to crack. A delay of about twenty minutes was experienced to remove the screw fragments. No patient injury or complications resulted from this event.